Event description:
It was reported by the customer that the device's display was blank and the unit would not boot properly. There were no reports of patient use associated with this event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The system and memory pcb assemblies were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assemblies and determined that the likely root cause of the reported failure was a connection problem with connector j2 to the system board. The unit would work normally if the board was flexed in the connector properly.